Event description:
A customer tested a patient sample for total protein (tp3) and a result of 4.0g/dl was obtained. A sample from another patient gave tp3 result of 3.7g/dl when it was tested. The tp3 results were reported out of the lab. After the instrument repair, the original samples were re-tested and repeated results were 6.8 and 5.0g/dl for patient 1 and 2, respectively. Treatment was not affected for either patient.

Manufacturer narrative:
The customer found that the peri-pump tubing for the module which had been replaced two days ago as a part of regularly-scheduled maintenance had failed. The customer replaced the tubing and the module is functioning appropriately now. The tubing is being returned to bci for investigation. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and found no issues with the instrument. Treatment was not affected in this event; however, upon recur, the hardware issue could effect other pivotal assays. Erroneous results of a pivotal assay could contribute to serious injury. Hardware issue may have contributed to this event.